Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the device failed in pressure accuracy test. There was no patient involvement.